Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had an allergic reaction to the electrode belt therapy electrodes. The patient's physician prescribed an antihistamine and the patient's irritation improved.